Manufacturer narrative:
Section d10 was updated.

Event description:
The initial reporter questioned the results for 2 patient samples tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2) on a cobas 6000 c (501) module. Patient 1 was tested 3 times with results of less than 5 u/l with a data flag. These results are in question as the patient is known to have alp2 results of approximately 90 u/l.. On (B)(6) 2023 patient 2 was tested 3 times with results of less than 5 u/l with a data flag. These results are in question as the patient is known to have alp2 results of approximately 70 u/l. The customer used 2 reagent lots for these patients: 730439 (expiration 29-feb-2024) and 747704 (expiration 31-may-2024). For both patients, all other results from other parameters were consistent with their previous results. The customer suspects an interference affecting the alp2 results for both patient samples.

Manufacturer narrative:
The c501 module serial number was (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. The investigation is ongoing.

Manufacturer narrative:
Section b6 was updated. Section b7 was updated. Section d10 was updated.

Manufacturer narrative:
The patient samples were submitted for investigation. The samples were tested for k+, iga, igg, igm, kappa, and lambda on a cobas c503 analyzer. For both samples: the k+ results were above the measuring range (> test) the protein results were normal since calibration and qc were acceptable, a general reagent issue can be excluded. Based on the reaction kinetics data provided, medication interference is not suspected. A gammopathic interference can be excluded since the reaction kinetics show no clouding and the kappa/lambda ratio was in the normal range. The high k+ results indicate excess k+ in the samples. The concentration of k+ in edta-plasma samples is extremely high. Based on this, the investigation determined the event was due to using an incorrect sample tube type.